Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [04/17/2017]. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient called to report that breasts are "huge and sagging." Patient said that the doctor put implants in that were too big and that patient has a pretty small frame. Patient was unhappy because "I had already bought all of my clothes and bras and I wanted to make sure that everything would still fit right and now my breasts are just huge and sagging and the doctor was supposed to do a lift, but I've gone to several other surgeons and they said that you don't usually do a lift when you get implants." Patient additionally reported having an "infection" and "fluid" around the implant. Patient indicated they had to have fluid "drained." Patient also reported having 'swelling," "headaches," neck and back pain, and they have "lost all feeling in my nipple." The patient also expressed concern about the initial implant surgery, and described the surgery itself as painful and they "could feel everything". Patient also reported the implant "was taken out and put back in" when the infection/"fluid" around the implant was treated. Patient called to report possible "leaking", "lost feeling in nipples" and pain. Patient also reported "multiple" doctors have told them they had capsular contracture, side and baker grade unknown. Patient reported dissatisfaction with the way the implant looked and stated "these are not the implants I signed off on, this is not what I wanted", "most hideous looking implants", "never been so unhappy in my life" and "they are horrible, way too much for my body". Patient reported they have received MRI's, mammograms and biopsies. This record is for the right side. The device remains implanted.